Manufacturer narrative:
Investigation: checking the manufacturing and sterilization charts of the components involved in the event, no pre-existing anomaly has been discovered in the items belonging to the same lot numbers and sterilization as the components removed. According to our records, at least 7 out of 20 smr cta humeral head ø46 mm with lot number 2319409 and sterilization (B)(4) have been implanted, and at least 14 out of 30 smr cta heads adaptor ø36 mm with lot number 2319477 and sterilization (B)(4) have been implanted and this is the only complaint received on these lot numbers. Neither x-rays nor removed devices were available to be returned to the manufacturer for further investigation. Therefore, we cannot further investigate this case, except for the information we have already received. Hence, considering that: based on the manufacturing and sterilization charts of the components involved in this event, no pre-existing anomaly was found out. This is the only complaint received on these lot numbers. We have no evidence to consider the event as product related. Pms data: based on the pms data, the revision rate of smr anatomic hemi prosthesis due to infection is around (B)(4). Based on the analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
First stage revision surgery (date unknown). X-rays revealed some evidence of septic loosening. The following components were removed: smr cta humeral head ø46 mm (part code 1323.09.460, lot number 2319409, sterilization (B)(4)). Smr cta heads adaptor ø36 mm (part code 1352.15.200, lot number 2319477, sterilization (B)(4)). The decision was made to put a spacer and get a custom implant made to fit patient's defect. Second stage revision (implant of the custom-made implant) was performed on (B)(6) 2025. Previous surgery took place on (B)(6) 2024. The patient had a revision from anatomic to a reverse due to rotator cuff issues. There was no information on the previous surgeries, but we were informed that the surgeon was unable to do a rsp because of the loss of glenoid. Therefore, he decided to implant a hemi. The patient is a female, date of birth (B)(6) 1954. The event happened in the united states.